Event description:
It was reported that the coil was stuck in the catheter's tip during removal. The target lesion was located in mildly tortuous right iliac artery. A 8mmx40cm interlock coil was selected for use. During procedure, a 5f non boston scientific catheter was inserted in the target area and two 8mmx40cm coils were placed without problem. Using this device, it was noted that the coil could not be coiled up properly in the aneurysm. For the third time, slight resistance was felt when the coil was pulled into the catheter so unravel issue was suspected. During coil removal, the coil protruded from the tip of the catheter about 1cm. The device was removed together with the catheter and it was noted that the coil was stuck in the catheter's tip. An imager catheter was unpacked separately and introduced to iliac artery and three interlock 35 devices were placed, and the procedure was completed. There were no complications reported and the patient was in good condition post procedure.